Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The devices were evaluated in the field and the issue was confirmed; there were broken/damaged components.  The devices were repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the fowler was stuck in a raised position. There was no patient involvement.